Event description:
It was stated that the insulin pump was alarming repeatedly. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display, due to a broken solder joint. Unable to verify any alarms due to the blank display.